Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a rotated heart. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip slowly opened to roughly 60-80 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.